Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they never received any supplies and her daughter has been using the same set for about 2 or 3 weeks. Customer's blood glucose at time of incident was unknown. Customer's mother ask if we could troubleshoot for the infect site. The customer was advised that we are shipping the supplies.